Event description:
It was reported that the customer experienced low blood glucose of 69mg/dl overnight, but his blood glucose went up to 154mg/dl at time of call. The mother stated that last year she had several seizures and the paramedics were called. The mother mentioned that he vomit while sleeping and had a stomach virus, which it was part of the problem. The mother believes that he should use a weaker basal. The caller stated that when they were in (B)(6) last (B)(6) his blood glucose was low and had also a seizure. The mother stated that no ambulance or hospitalization was involved in this episode. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.